Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a dfn(distal femoral nail) 240 mm was used for a femoral diaphyseal fracture distal 1/3. During operation, the tip of the 4.9mm drill bit broke when it was passing through the nail. Three broken fragments remained in the nail. The nail was removed and all the broken fragments were retrieved. The operation was completed using another drill bit without nail interference. There was a report of a 30 minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Mfg investigation: the investigation of the complained drill has shown, that the tip is indeed broken off. It is also clearly visible that the flutes are badly deformed / bent. As even described, advanced mechanical force has been applied and resulted in the deformation and even breakage of the drill bit. Therefore we came to the conclusion that forcible or inadequate handling has led to the damage. The device history record was researched; no abnormal findings were identified. The article was manufactured on september 2011 according to our specifications. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.